Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-may-2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("persistent fatigue") in an adult female patient who had essure (batch no. C35390) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), asthenia ("lack of energy"), arthralgia ("joint pain"), myalgia ("muscle pain") and muscle spasms ("cramps"). At the time of the report, the fatigue, asthenia, arthralgia, myalgia and muscle spasms had not resolved. The reporter provided no causality assessment for arthralgia, asthenia, fatigue, muscle spasms and myalgia with essure. The reporter commented: onset period: a few months after quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(4), reference number: (B)(4)) on 02-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("persistent fatigue") in a female patient who had essure (batch no. C35390) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), asthenia ("lack of energy"), arthralgia ("joint pain"), myalgia ("muscle pain") and muscle spasms ("cramps"). At the time of the report, the fatigue, asthenia, arthralgia, myalgia and muscle spasms had not resolved. The reporter provided no causality assessment for arthralgia, asthenia, fatigue, muscle spasms and myalgia with essure. The reporter commented: onset period: a few months after. Further company follow-up with the consumer or regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.